Manufacturer narrative:
(See h3) no product has been made available for manufacturer analysis and no lot number provided for manufacturer investigation. Given the lack of available device information, the manufacturer is unable to complete further investigations at this time and no root cause can be established. The relationship between the coopervision device and the event is unconfirmed. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable.

Event description:
This incident was reported by the health care professional, and limited information has been made available. It is reported that the patient sought out medical attention at a hospital where they were diagnosed microbial keratitis. Initially, the patient experienced vision reduction, but their vision has since returned. However, a small scar remains off the patient's visual axis. Good faith efforts have been made to obtain additional information without success, as of the date of this report additional information is unknown. This event is being reported with an abundance of caution due to the unknown nature or severity of the incident with a lack of medical information, unconfirmed diagnosis, and unknown patient resolution. Should further information become available, a follow-up report will be submitted as appropriate.